Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 182, 216, 158, 119 and 171 mg/dl. The customer¿s expected am fasting blood glucose test result is 85 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in a utility closet. The test strip lot manufacturer¿s expiration date is 12/31/2022 and test strips have been opened for more than six months (expired). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 182 mg/dl date: (B)(6) 2022 time: 6:30 am fasting, result 2: 216 mg/dl date: (B)(6) 2022 time: 8:59 am fasting, result 3: 158 mg/dl date: (B)(6) 2022 time: 6:30 am fasting, result 4: 119 mg/dl date: n/a time: 8:05 am fasting, result 5: 171 mg/dl date: n/a time: 11:06 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 20-jun-2022 to ensure that the initial concern was resolved - able to establish contact with customer who stated he is comfortable with the glucose readings from the product.

Manufacturer narrative:
Sections with additional information as of 02-aug-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Added most likely underlying root cause onto case as the complaint product was not returned for investigation. Most likely underlying root cause: mlc-006: passed open expiration date.